Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 2.2, lab: 5.9 (1 hr later) warfarin dose not taken). Date: (B)(6) 2013, inratio: 3.3, warfarin not taken that evening. Date: (B)(6) 2013, 3.9, warfarin not taken that evening. Date: (B)(6) 2013, inratio: 1.6, 10mg warfarin taken that evening. Date: 07/16/2013, inratio: 2.2, lab: 1.9, lab sample taken immediately after inratio test. Warfarin dosage alternates between 12.0 mg and 12.5 mg daily. Therapeutic range: 2-3. Patient started taking keflex on (B)(6) 2013 for a uti.